Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported that their aligners aren't fitting on the top right, and their bottom teeth still have a gap in them. The patient also stated that their mouth is very uncomfortable. The aligners are cutting into the side of their mouth making it hard to talk and eat.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.